Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they created an anastomosis in the small intestine using a manual stapler in an open procedure, they noticed that the staple line was bleeding. They reinforced the tissue by suturing to stop the bleeding. There was no patient injury.